Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a sigmoid resection, the power circular anvil was not staying connected to the spike on the powered circular. Case completed with the device by forcing the device together. Holding the device while it was dialed down and then firing the device. There were no patient consequences reported.